Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error code (bsod0000008e) on the screen. The caller was able to reboot the programmer. The caller also indicated that the programmer had twice recently had gone to a blue screen, then dark, and rebooted; with no error code shown. Technical services (ts) recommended running the 2090 service disk, and to contact ts if the error occurs again. Additional information was received which indicated that the error code presented itself again both during a follow up session and at the start up of the programmer. The programmer will be returned for repair. No patient complications have been reported as a result of this event.